Manufacturer narrative:
The device was not returned to olympus for inspection, due to this, it was not possible to confirm the reported failure. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that video processor presented an error e116. The event occurred during inspection before use. There were no reports of patient involvement.